Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs could not confirm the reported problem, but did reveal intermittent charging failure when the internal battery was in depleted state of 0%. No parts were replaced. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The patient was removed from the device and placed on a back-up ventilator. There was no patient injury reported as a result of this incident.